Event description:
It was reported that the device displayed the percentage of ventricular pacing differently on the quick look screen than the histrograms screen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
MFR report number 9614453-2014-00173 can be redacted as no malfunction occurred and the device was operating as designed. It was later clarified that the difference between the percentages was how the device functions because in one case, the sequence counters are used and in the other, the actual ventricular events are used.